Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, a patient experienced a stricture eight weeks after the original procedure. During this period, the patient had swallow and chest pain. No errors displayed on generator. The sample is not available for evaluation as it was discarded after used. Sample available since it was discarded after use. No other known adverse events were reported.